Manufacturer narrative:
(B)(4). On an unreported date in 2014, the patient experienced peritonitis. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be performing therapy with a minicap that had a protruding sponge. It was not reported whether the patient was hospitalized for the event. It was not reported if the patient received treatment for the event. It was not reported if the patient recovered from the peritonitis event. At the time of this report, the patient was on hemodialysis therapy. No additional information is available.